Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up mode and failed a user download. A software download was performed and the device was loaded with incorrect software.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received